Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, during diagnosis procedure was performed when the issue happened. The procedure was completed by restarting the system. Field service engineer (fse) inspected the system on site and confirmed that the collimator shutters were not opening. After reviewing the log, it confirmed a collimator malfunction. To resolve the problem, the collimator was replaced without issue and return the part for further analysis, and it found collimator lead parts caused the shutters to become stuck. After replacing the collimator, the system returned to full functionality. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the collimator shutters were closed, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.